Event description:
It was reported that the pt's facial nerve was affected during implantation surgery, which took place on (B)(6) 2011. On (B)(6) 2011 the pt underwent a surgery for facial nerve decompression. Testing in situ during both surgeries shows that the device was functional. The pt was attending physiotherapy for his facial nerve. Switch on took place on (B)(6) 2011, but the pt did not receive any benefit. The pt visited a different clinic. A CT scan was carried out, showing hat the electrode was not placed inside the cochlea. The pt was re-implanted on (B)(6) 2012.

Manufacturer narrative:
The device has been explanted and should be returned to the manufacturer evaluation. When available, a device failure analysis will be submitted as a follow up report.